Event description:
The patient had a rapid tapering "coke bottle" right iliac with 28mm of seal approximately 13mm above the right hypogastric. The iliac measured approximately 16-17 but then tapered down to 13. The plan was to lay a 20 device higher on the iliac to take advantage of the longer seal zone and if that does not seal, we could always go lower with a 15-17, to the hypo bifurcation. In fact, the first device did not seal with a small endoleak type 1b. The physician ballooned aggressively, but leak remained. Dr. Opted for a larger 20 to extend. That sealed the endo leak. Patient outcome - "patient was not delayed in going home and is doing well."

Event description:
The patient had a rapid tapering "coke bottle" right iliac with 28mm of seal approximately 13mm above the right hypogastric. The iliac measured approximately 16-17 but then tapered down to 13. The plan was to lay a 20 device higher on the iliac to take advantage of the longer seal zone and if that does not seal, we could always go lower with a 15-17, to the hypo bifurcation. In fact, the first device did not seal with a small endoleak type 1b. The physician ballooned aggressively, but leak remained. Dr. Opted for a larger 20 to extend. That sealed the endo leak. Patient outcome - "patient was not delayed in going home and is doing well."